Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failed and cannot be recovered. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer (fse) identified that the position sensor was failed and replaced the position sensor. Fse then ran a hardware test application, released pockets and replaced with new one to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.